Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the battery charger fault lights was a damaged connector on the battery pack. Multiple pins were physically compressed which prevented proper mating with battery charger connector. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into a misaligned connector. The damaged connector was replaced. No adverse event resulted from the damaged battery pack. The patient received a placement battery pack.

Event description:
A male patient's wife called customer support to report that the battery does not appear to be charging. When the battery is placed in the charger, the "battery charger fault" led illuminates. Support sent the customer replacement batteries.